Event description:
New information received notes that the patient's implantable cardioverter defibrillator was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. Final analysis found early battery depletion occurred due to high current draw from the device. The cause of the high input current was found to be a hybrid anomaly. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator displayed a longevity estimate much lower than expected. It was alleged that the device exhibited premature depletion. No intervention was performed at this time. There were no patient consequences.